Manufacturer narrative:
An ocd field engineer arrived at the customer site and performed the handler adjustments and fine adjustments. The fe ran reader optics to check camera alignment and update reader reference. The provue passed diagnostics testing to confirm system operation. The customer ran and accepted qc results without any issues. (B)(4)

Event description:
The customer reported that the ortho provue missed an antibody that was detected in gel testing. No erroneous results were reported.